Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿the unit was returned because of no alarm power end.¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 19-may-2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The unit was returned because of no alarm power end.